Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient developed an infection. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The device system was explanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.